Manufacturer narrative:
Correction: section g2 updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system would not boot into applications. The system would go to a navy blue screen and not change. The rep was able to go into the admin user and attempted a software uninstall/reinstall. However, the system would not prompt the next button and would say idle on this screen. The system would not pull logs either. After 20 minutes, the system had 3% status completion for logs. No patient present no delay.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411r, serial/lot #: (B)(6), product ID: 9736355, serial/lot #:(B)(6), product ID: 9736355, serial/lot #: (B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that a hardware part was replaced. The im aging system then passed the system checkout and was found to be fully functional. Codes b01,c13,d02 are applicable. H3,h6: a hardware analysis was initiated for 9736411r to determine the probable cause of the reported behavior. Analysis found that there were no issues found with the returned ssd. Codes b01,c19,d14 are applicable. H3,h6: a software analysis was initiated for 9736355 to determine the probable cause of the reported behavior of the booting issue. The logs were reviewed for the booting issue and the global_stdout_stderr" logs captured an "an unrecoverable error occurred. Shutting down" error on the date of the issue reported. The sessions lasted only 15secs. As per the case description, the system would not boot into applications. This issue was consistent with a known software issue. Codes b01,c10,d02 are applicable. H3,h6: a software analysis was initiated for 9736355 to determine the probable cause of the reported behavior of the slow logs export issue. Analysis found that the logs archiving slow is a known issue with the mnav os 2.0.2 version. It was noted that with the release of mnav os version 2.0.3 fixed this anomaly. The issue was consistent with a previously known and tracked software anomaly. Codes b01,c10,d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.